Event description:
Related manufacturer reference number: 1627487-2023-04619 and 1627487-2023-04620. It was reported that patient was experiencing ineffective relief. Surgical intervention took place where the l5 and s1 leads were explanted and replaced to address the issue. During the procedure the physician was unable to replace the l4 lead therefore it was just explanted to address the issue. The procedure was extended by 15 minutes, and effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.